Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). The subject devices are not expected to be returned to the synthes manufacturer for evaluation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent revision surgery due to two (2) loose screws on (B)(6) 2016. The patient was treated for a right parasymphysis fracture, left angle fracture on (B)(6) 2015. The patient had a follow-up appointment with the surgeon complaining of a "clicking" of the left angle of mandible. The surgeon brought the patient back for a possible non-union of the mandible. During the procedure, the surgeon noticed two screws were loose and removed all hardware including the plate and four screws easily. The fracture appeared to be healed. New hardware was not implanted. The patient's postsurgical outcome was reportedly good. There was no surgical delay and the procedure was successfully completed. This report is 2 of 2 for (B)(4).